Event description:
It was reported that the patient had just had her deep brain stimulator replaced. The battery had gone down about 3 weeks prior to the date of this report. It was noted that ¿for some reason, the patient seemed to run them out real fast.¿ it was further noted that the first one the patient had had about a year, the next one was 2 and then about 2; this was the patient¿s fourth replacement. It was noted that ¿they just wear out of something and patient stated ¿I must be around in a field or something¿ they just could not find it or something.¿ additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).